Manufacturer narrative:
G4: 06feb2020. B4: 11feb2020. The user interface assembly was returned for failure analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the user interface assembly into a fi ventilator and tested the device. They were not able to duplicate the reported failure bad display. The user interface (ui) assembly passed all testing. There were no faults found with the returned user interface assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 31oct2019. Date of report: 01nov2019. The manufacturer's field service engineer was not able to confirm the reported problem. The manufacturer's field service engineer discussed the event with the customer, and it was decided to replace the user interface assembly as a preventive measure. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a flickering display. There was no patient involvement.